Manufacturer narrative:
An event regarding revision due to osteoarthritis involving an unknown patella was reported. The reported event for the osteoarthritis was not confirmed. However, based on the images of the explants, the revision was confirmed. Device evaluation and results: device was not returned however, provided explanted images of the device shows wear/damage to the patella. Medical records received and evaluation: the provided medical records were deemed insufficient and rejected for medical review. Need operative reports and reason for revision to investigate this event further. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient was revised due to prior osteoarthritis of patient. The reported event for the osteoarthritis was not confirmed. However, based on the images of the explants, the revision was confirmed. Provided explanted images of the device shows wear/damage to the patella. The root cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported a revision of a primary left knee due to prior osteoarthritis of patient. Surgeon took out patella and insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a revision of a primary left knee due to prior osteoarthritis of patient. Surgeon took out patella and insert.